Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has an issue with the invasive blood pressure (ibp). There was no reported adverse patient impact.